Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated rv (right ventricular) oversensing. Non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for ventricular- sensing integrity counter (sic) and nst¿s. Occasional t-wave oversensing identified in ventricular tachycardia-non sustained episodes (can to right ventricular (rv)coil). Ventricular sic¿s since last session 5.9 days ago. Right ventricular pace impedance steady at approximately 521 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic), noise, and high impedance on the right ventricular (rv) lead. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.